Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0024 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported staff found that by attempting to draw lab from the distal port of the safestep huber needle, air evidently is leaking into the lab specimen container. This allows air and bubbles form in the vacutainer. It was stated staff had to put a clave on the end to stop the leaking and then redraw the specimen.